Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the left ventricular lead was dislodged. The lead was explanted and replaced on (B)(6) 2020.